Event description:
Complaint description received is as follows: the physician was using the complaint device in a eus procedure. The needle was noted to have a slight bend in the sheath below the hub where it connects to the scope after one pass. During the second pass the needle broke inside the sheath. The needle would not retract. The physician pulled it out slowly from the pt. The procedure was completed using another cook device. Nothing was left in the pt and no harm was done to the pt or endoscope.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for needle breakages and non retraction of needles, regardless of the pt outcome. This complaint is related to an echo-19 device of lot number c1022861. The echo-19 device involved in this complaint was not returned for eval. With the info provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. Additional complaint info received confirmed that the report involves a kink or bend in the needle, located on the handle end of the device. A possible cause of this complaint is that the needle kinked below the sheath extender. The kinking below the sheath extender could have possibly occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. This incident occurred after the first pass. As the needle was advanced/retracted during the procedure, it is possible this kink would result in needle breakage. Needle breakage would prevent the user from being able to retract the needle. As the device was not returned for eval and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-19 devices of lot# c1022861 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use that accompanies his device advises the user to "visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use. The pt did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.